Event description:
It was reported the patient presented to the hospital with difficulty breathing. Upon examination, it was observed to be due to the atrial lead perforating which caused a cardiac tamponade. The fluid was drained successfully. No electrical lead anomalies observed, however the lead was explanted and replaced in a new position in the atrium. The patient was stable.